Event description:
An endurant iis stent graft system was implanted during an unknown endovascular procedure. It was reported that the patient called technical services approximately 11 years and 5 months post-index procedure and reported that there were leaks found twice in the stent grafts and intervention had been carried out to repair the endoleaks. No cause was provided.

Manufacturer narrative:
B3. Event date is unknown this is a system report. The section d information is for the primary device, which was in use with the following: brand name: endurant ii iliac stent graft; product ID: etlw1613c82e; serial/lot #: (B)(6), brand name: endurant ii iliac stent graft; product ID: etlw1616c124e; serial/lot #: (B)(6), brand name: endurant ii extension cuff; product ID: etcf3636c49e; serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.